Event description:
Received info stating pt has been hospitalized three times for infected infusion sites. As per customer pump is not delivering insulin.

Manufacturer narrative:
No product has been returned for evaluation. Should new info become available a follow up MDR will be submitted.